Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter name and address, initial reporter occupation: initial reporter is surgeon. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown surgical procedure on an unknown date, the distal portions of the stardrive screwdriver shaft was noted to be completely worn and twisted, inhibiting the proper grip of the screw and subsequent contact with the bone-plate-screw. It is not known if surgery was delayed. Surgical and patient status is not known. Concomitant device: screw (part unknown, lot unknown, quantity unknown), plate (part unknown, lot unknown, quantity unknown).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient dob & weight not provided for reporting. Date of event is unknown. (Other): without a valid part and lot number, the UDI is not available. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown procedure on an unknown date. The distal part edges of the star/drive screwdriver shaft was observed to be completely worn and twisted which enable a correct grip of the screw and subsequent contact with the bone-plate-screw. It is unknown if there was a surgical delay. Patient status and surgical outcome were both unknown. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).